Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection and blood infection from self-catheterization while using bever male intermittent catheters. The patient was hospitalized for a week and it was determined that the infection was caused by self-catheterization and the patient would be seeing the doctor later this month. It was unknown what medical intervention was provided for the urinary tract infection and blood infection.

Event description:
It was reported that the patient experienced a urinary tract infection and blood infection from self-catheterization while using bever male intermittent catheters. The patient was hospitalized for a week and it was determined that the infection was caused by self-catheterization and the patient would be seeing the doctor later this month. It was unknown what medical intervention was provided for the urinary tract infection and blood infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode for this is event would be "biocompatibility issues (self limited bleeding, uti) ". Therefore, a potential root cause for this failure could be, " unsuitable material". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿description the bd ready-to-use hydrophilic catheter is a single use, disposable polyurethane catheter. It comes with a pre-applied water-soluable coating to assist in the navigation of the urethra. Ready-to-use hydrophilic catheters do not require the addition of water or waiting for the coating to activate. Indications for use bd ready-to-use hydrophilic catheters are indicated for intermittent catheterization of the urethra for those individuals who are unable to promote a natural urine flow or for those individuals who have a significant volume of residual urine following a natural bladder-voiding episode. The catheter is inserted into the urethra to reach the bladder allowing urine to drain. Contraindications the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury. Warnings to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor. Precautions: 1. Federal (USA) law restricts this device to sale by or on the order of a physician. 2. The catheter is for intermittent use only. 3. Sterile if package is unopened or undamaged. 4. Inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it. 5. Do not use the catheter if there is no water inside the inner packaging or if the product is past its expiry date. 6. Self-catheterization should only be carried out under medical advice and only in accordance with instructions provided. You should always follow the plan of care and advice given by your healthcare professional. 7. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories. 8. Please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube). 9. The indwelling time of the bd ready-to-use hydrophilic catheter is about 1-3 minutes. When urine drainage is complete, slowly withdraw catheter from urethra. 10. The catheter is for single use only and must then be discarded. Note: store catheters in a cool and dry place.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.